Event description:
It was reported that the system 9800's workstation would not initialize. Communication failures would then occur between the workstation and the c-arm. There was no adverse pt involvement reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The hard disk was replaced and the replacement reformatted. The system was tested and found to be working as intended and placed back into service.